Event description:
An ophthalmic surgeon reported sub-service nano glistenings on a lens five years following an intraocular lens (iol) implant procedure. The patient experienced "poor eye sight" and cloudy vision. A yag capsulotomy was performed. The lens remains implanted.

Manufacturer narrative:
Additional/ corrected information provided: additional information was provided, which indicated a cartridge was used with a handpiece with viscoelastic; however, the viscoelastic used is not approved for use with this lens model. The lens model that was used is only qualified for use in the cartridge for the diopter range of 6.0 to 27.0; it is unknown if an approved lens was used. Not enough information was provided to conduct a review on the cartridge lot.the product investigation could not identify a root cause. Additional information indicated an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. Information was provided by a health care professional (hcp) that the patient no longer complained about poor eye sight.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).